Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when preparing pen needle for injection it was discovered that the packaging had a poor seal which could have compromised sterility with a bd pen needle 32gx4mm. This occurred on 10 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse prepared the insulin pen needle for the patient, it's noticed that package poor peel apart, the pen needle was scattered inside.

Manufacturer narrative:
Correction: this complaint was re-evaluated with clarifying information from the customer. This complaint was determined to be not reportable. Reportability determination rationale: a needle through inner shield, damaged unit package, open outer carton or case does not affect the integrity of the inner packages including any losses in functionality of the devices or their ability to remain sterile. This will not lead to harm. Too many or too few product may lead to customer dissatisfaction but it is unlikely to lead to any degree of harm/serious injury. This complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. Event type: damaged unit package or open package (needle through inner shield, shelf carton, case)/ seal where sterility of the product is not compromised.

Event description:
It was reported that when preparing pen needle for injection it was discovered that the packaging had a poor seal with the bd pen needle 32gx4mm.